Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The hcp was calling for MRI compatibility guidelines. Per the hcp, the patient reported that her pump was not working, but the hcp had no further details regarding it. Additional information was received on 08-oct-2021 from the patient who explained that she had not gotten any relief whatsoever since the pump was implanted plus the device literally spun and didn't lay flat. Her hcp had tried multiple increases in medication, and at one point, they turned the pump off entirely. She was then convinced to try it again. Per the patient, they were trying a different medication but if she got no relief, she had already spoken with her pain doctor about having the pump removed. The issue was not resolved.